Manufacturer narrative:
Lead migration is a known risk of implantable neuromodulation systems. Review of records found no further incidents or complaints for this patient after the revision was completed.

Event description:
Patient was implanted with the nalu spinal cord stimulator system on (B)(6) 2021 and it was later discovered that both implanted leads had migrated away from the target location. Surgical revision was performed on (B)(6) 2022 to reposition the existing implanted components. No new components were introduced during the procedure.